Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-hd-19-c from lot number c1130177 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the needle was exposed from sheath upon return, the needle adjuster was at mark 0. There was a bend in the sheath at mark 3 of the sheath extender. The sheath was cut in the lab, this showed that the needle was broken where the bend was in the sheath-a proximal break. The customer complaint is considered to be confirmed as needle broken. A possible root cause of this failure mode could be loading or removing from the scope. However as the exact operational conditions of use could not be replicated in the laboratory setting prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this echo-hd-19-c device of lot# c1130177 revealed there were no issues which could have contributed to this complaint report. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This initial MDR is being submitted due to the malfunction precedence for this device family for the issue of: proximal needle breakage needle did not go back after sample tissue was taken. "As per complaint form": after the aspiration, the needle could not retracted in to the sheath.